Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: investigation revealed two battery compartment cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4), (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks. This report is made based on results of investigation completed on 06/02/2016.